Event description:
It was reported that this insertable cardiac monitor (icm) device had several sensing issues. The boston scientific representative called boston scientific technical services (ts) for review. Ts reviewed and provided false pause episodes were stored because of undersensing due to signal amplitude dropout. The boston scientific representative called back later and provided noisy signals were observed too. Ts suggested patient be scheduled for an x-ray to see if the device has moved. The boston scientific representative reviewed the results of the x-ray and reported it is likely the icm device had migrated from the initial implant site. The physician decided to replace the icm device. An explant procedure was scheduled and the icm device was explanted and replaced to continue monitoring. Device return is expected but has not been received at this time. No adverse patient effects were reported. The icm device has been returned.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection found damage to the device from forceps. Analysis could not be performed due to the condition of the device. Detailed analysis suggests clinical observations are a known medical risk.

Event description:
It was reported that this insertable cardiac monitor (icm) device had several sensing issues. The boston scientific representative called boston scientific technical services (ts) for review. Ts reviewed and provided false pause episodes were stored because of undersensing due to signal amplitude dropout. The boston scientific representative called back later and provided noisy signals were observed too. Ts suggested patient be scheduled for an x-ray to see if the device has moved. The boston scientific representative reviewed the results of the x-ray and reported it is likely the icm device had migrated from the initial implant site. The physician decided to replace the icm device. An explant procedure was scheduled and the icm device was explanted and replaced to continue monitoring. Device return is expected but has not been received at this time. No adverse patient effects were reported.